Event description:
After performing a hip replacement surgery in another country, the surgeon checked the post-operative x-ray and noticed a screw located in the iliac bone approx 2 to 3 cm above the shell. The surgeon claimes that the screw went through the screw hole in the shell.

Manufacturer narrative:
Testing was performed to determine the force needed to push through the screw hole in the shell. The mean force needed was determined to be 5623 n. The axial torque required for the screw to generate that amount of force was calculated to be over 93.9 in-lbs. For reference, while developing a torque-limited screwdriver, 22.5 in-lbs was found to be the level that surgeons could consistently apply by a screwdriver. A copy of the x-ray showing the screw position is attached. A lateral view x-ray is needed to definitively locate the screw in relation to the shell. This has not been provided to encore, despite repeated requests. This is the final report.